Event description:
A customer reported experiencing an error with their continuous glucose monitor (cgm), specifically error 42, which had occurred multiple times on their pump. There was no adverse impact to the customer's blood glucose level reported. Technical support decided to replace the pump, and the customer was informed about using the updated software. The customer agreed to return the faulty pump within 10 days using a provided pre-paid label and was given instructions for receiving and setting up the replacement pump.